Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's wife found the patient incoherent at 7:30am on (B)(6) 2018 and called the paramedics. At the time of event, the cgm was displaying 5.9mmol/l and when the paramedics arrived, they measured the patient's bg and it was 0.5mmol/l. The paramedics administered the patient with a glucose drip and transported him to the hospital. The patient was in the emergency room until he was in stable condition and was released from the hospital at 1:00pm. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause could not be determined. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.